Manufacturer narrative:
Covidien reference number (B)(4). The customer performed extended self-testing on the device and all tests passed, the customer reported that the ventilator was returned back to service.

Event description:
It was reported that, on start up, a 980 ventilator generated a safety valve open diagnostic message. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of a patient.